Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the procedure. Since the product was not returned, we are unable to perform further root cause analysis. Per the liquid embolic material instructions for use (IFU).: warnings ¿ ¿do not allow more than 1 cm of the onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx les reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long-term effects of an entrapped catheter that is left in a patient are unknown, but potentially could include clot formation, infection, or catheter migration.¿ MDR's linked: 2029214-2017-01147. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after completing the arteriovenous malformation (avm) embolization with liquid embolic material, and during removal of the catheter, the distal third portion of the catheter was reported to have broken off and left within the vessel. When the avm was resected the remainder of the catheter was removed. There was normal amount of reflux around the catheter tip. The avm was in the distal middle cerebral artery (mca).